Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implantable neurostimulator (ins) system removed because it was malfunctioning. It was noted that the explant occurred on (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.